Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information to reset the pump, assisted in the reset, and ensured the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues arise, which they acknowledged and understood.